Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the valve could not advance through the 14fr esheath+ as the sheath buckled and began to bend with forward motion. The valve got stuck just after the white portion within the blue portion of the esheath+. The esheath+ had been dilated with a 7mm non-edwards balloon, but a segment did not expand, and the delivery system and valve became lodged within the sheath. Nothing was damaged besides the valve being pulled off of the commander delivery system and remained stuck in the esheath+. The entire system was removed as a single unit, and a new esheath+ and new valve were prepared and used without issue. The patient experienced a femoral artery dissection of uncertain origin, and a covered stent was used for repair. The patient remained in stable condition. Per the reporter, the root cause of the event was the patient's smaller, calcified femoral arteries and the unexpanded segment of the esheath+.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for inability to advance through sheath was unable to be confirmed as no device or imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. A review of the device history record and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. The resistance observed may be related to the expansion of the sheath during delivery system advancement. The system passage through sheath may be more constrained when the liner undergoes stretching in lieu of expansion, leading to increased resistance. Additionally, provided information indicated presence calcification and tortuosity at the access vessels. Tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system through the sheath. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that factors related to manufacturing process variability related to sheath liner expansion and/or patient factors (calcification, tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.